Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the nurse noticed a crack and leak in the luer lock of the smartsite pca extension set at the patient connection while infusing morphine in sodium chloride. There was no patient harm reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection showed a 9.54 mm long crack on the female luer. Functional testing confirmed leaking from the crack. The cause of the leak was a crack on the female luer. The cause of the crack is unknown.